Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high because the set was leaking all day. The blood glucose reading was 440 mg/dl. The customer stated he would treat for the high blood glucose and then call back to continue troubleshooting for the leak.